Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply change, with continuous glucose monitor readings above 400 mg/dl for over 12 hours and fingerstick values confirming severe elevation; the user had recently transitioned from u-500 insulin prior to ilet use to u-100 insulin in the ilet, and no device malfunction or supply issue was identified, with medical device problem and component information insufficient. Symptoms included hyperglycemia with confusion/disorientation, dizziness, headache, and fatigue. Outcomes included minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.